Event description:
Customer was in a hotel when the incident occured. The customer put the ice it in the hotel freezer. The next day he got out the packs and noticed that the packs were frozen solid. The customer was not able to get the entire ice it in the holster due to it being frozen solid and decided to use product regardless. The iec it was sticking out of the sleeve. The customer got freezer burn on the ankle. The temperature of the ice it is a function to the temperature in the freezer where it is stored for cooling. Product has not been returned for inspection. The customer received a freezer burn from the portion of ice it that was not in the holster. The customer was misusing the pad. The caution on the ice it states "to avoid burns or frostbite, always use a cover or cloth next to skin."